Event description:
It was reported that the tap has a broken tip.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
Visual inspection confirms the report. The distal tip of the tap has sheared off. The root cause is likely bending loads if there are off-axis forces when tapping into bone. Over time, and combined with downward axial forces, this could lead to the tip shearing. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this failure mode. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse affects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.